Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the hi-torque bmw universal 190cm guide wire was inserted into the patient, it was noted on x-ray that the tip of the guide wire separated. A snare was used to remove the separated tip. Another bmw guide wire was used to continue the procedure. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported material separation and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire separated during use. Analysis of the returned wire confirmed the reported material separation. The separation was located at the proximal end of the hypotube. The fracture face of the core was noted to be jagged and angled. This type of damage is consistent with manipulation of the wire when a kink or bend is present on the core. It is likely that the wire was kinked during use and subsequent manipulation resulted in the core separating. The separated portion of the wire was removed via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.